Event description:
It was reported that the palacos r 1x 40g single package did not tear open correctly and became contaminated. It was reported that the procedure time was increased by approximately five to ten minutes while additional product was obtained to complete the procedure. There was no report of patient injury associated with the incident.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.